Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. Approximately three (3) years post initial implant on a follow-up CT scan there was a possible type iiib endoleak observed. No intervention has been performed at this time. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; type iiib endoleak. The root cause for the reported events could not be identified. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.